Event description:
It was reported that patient underwent a right distal radius procedure on (B)(6) 2013. During the procedure, a residue of material was found in the patient as the pegs were engaged and plated. It was noted the residue appeared to be a fractured thread from inside of the plate. The fragment was removed and the procedure was completed without a delay.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "excessive contouring may weaken or fracture the plate. Exercise care when bending the fragment plates to avoid weakening or fracture of the plates."